Event description:
A malfunction alarm occurred, identified by the code malf 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump; however, the malfunction code recurred. Consequently, a replacement pump was arranged, and the customer will use multiple daily injections as backup therapy.